Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2017. The customer reported the cause of the hospitalization was due to an insulin leak in the plastic tubing of the infusion set. The customer's blood glucose was 500 mg/dl at the time of admission. It was reported the customer had a difficult time breathing before being hospitalized. The customer's blood glucose was lowered to 98 mg/dl with treatment of an IV drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer will not be returning the insulin pump for analysis.